Event description:
On (B)(4): customer reports via phone to product monitoring that incident of no table function occurred at the start of day prior to pt procedures. Facility does not have back-up capabilities. All procedures had to be rescheduled. No reported injury.

Manufacturer narrative:
Field svc engineer (fse) troubleshot and found the hand control was bad causing the cpu to not power up correctly. The fse replaced the handswitch assembly and verified proper operation using hut dr svc manual, sedecal generator svc manual, huestis collimator svc manual, and the infimed platinum one tech manual. Unit passed checkout procedures and was returned to full svc by the customer.